Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device shows that image is going in and out. The event occurred during set up. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection however the technical assistance support (tac) verified the reported failure "image going in and out". Based on the results of the investigation, the most probable cause of the complaint is due to damaged cord. However, the issue was not resolved. Hence, the definitive root cause could not be established. The customer contacted olympus technical assistance support (tac) via phone and informed the event. Troubleshooting was performed and the technical assistant support suggested to change the cord, but the issue was not resolved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.